Event description:
It was reported to resmed (B)(4) that an astral device displayed an error message "battery inoperable." This resulted in an alarm which notified the caregiver of the error message. There was no patient injury reported as a result of this incident.